Manufacturer narrative:
(B)(4). Additional information requested and received: just to clarify, did the user feel the device opened without the normal amount of force? Yes. Device opened with barely any force applied and sometimes would not even stay closed. Were any issues noted with the cut or staple line? Device was never fired. It appeared to be defective right out of box. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Before the first firing. Was the device difficult to close? No. Easy to close.

Event description:
It was reported that during a laparoscopic gastric sleeve resection procedure, the device closing trigger would close but then release too easily, too little to release. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Release button . The analysis found that one pse45a device was received for analysis with an ecr45g cartridge loaded on the device. The returned reload was unfired and in good visual conditions. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.